Event description:
Patient underwent rf ablation of a solitary colorectal metastasis in the liver. Procedure was completed without incident. Three days after the procedure, the patient returned to the hospital with sepsis and severe abdominal pain. At emergency laparotomy, surgeon found diffuse thermal injury of surrounding structures. The patient's course was complicated by multiple abdominal abscesses, persistant sepsts and ultimately death.